Manufacturer narrative:
Manufacturers ref (B)(4) g4) PMA/510(k): k211874 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: 11dec2015: the filter was placed in the inferior vena cava. On (B)(6) 2022: no deformation of the filter was observed when the x-ray image was taken. On (B)(6) 2024: deformation of a primary leg of the filter was observed when the x-ray image was taken. On (B)(6) 2024 was the first time that an x-ray image was taken after (B)(6) 2022 and this was also the first time that the deformation of the filter was noticed. The patient is currently under observation. A fracture of the primary leg of the filter was noticed on (B)(6) 2024. Patient outcome: no adverse effect on the patient has been reported.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: more than eight years after filter placement deformation and fracture of a primary filter leg was observed. No adverse effect on the patient has been reported. The gunther tulip ivc filter developed a primary leg fracture after a dwell time of at least 7 years and was seemingly discovered incidentally. There was very little clinical information included in the report, namely, if there had been any procedures or surgeries between the last time the filter was imaged in a normal configuration and 18 months later when the filter fracture was observed. The dramatic development of a primary leg fracture and misalignment relative to the dwell time is somewhat unusual. The filter was placed 7 years prior to the first image which showed the filter in good position and configuration. 18 months later, 8.5 yrs after the placement, there has been a fracture of a primary filter leg at the filter neck with what appears to be a flipped configuration with the foot located cranial to the hook. The secondary arms of the ivc filter are seen relative to the other normally aligned filter legs but cannot be seen in relation to the fractured fragment. Many factors can increase the likelihood of filter penetration and subsequent fracture such as small ivc diameter, long dwell time, and conical filter design, that may explain this clinical scenario. However, given the dramatic change in the leg orientation, and how it was normal for the first 7 years, leads to question if this was related to just a simple filter fracture, or if there was some form of manipulation of the filter, either purposely or inadvertently. Furthermore, gunther tulip ivc filters are notorious for creating a prolific endothelial hypertrophic reaction at the junction of the secondary filter arms and the primary filter leg, to such an extent that it is often challenging to remove these filters due to this in growth. It would be extremely unusual for this to have not occurred after a dwell time of 7 yrs, and if this was present, would likely inhibit the entire filter leg from flipping in orientation in the ivc lumen on its own. In addition, the secondary filter arms associated with this malpositioned leg appear bunched together near the neck of the ivc filter and the wall of the ivc. This configuration would be hard to create without pulling cranially on the filter leg. There was no comment of any procedures being performed between the two images, but if there were any endovascular procedures performed in the interim, this may help explain this scenario, ie a wire got caught on the leg pulling it cranially. Or potentially an abdominal surgery where the ivc was manipulated during the surgery. Lastly, the fractured and displaced primary filter leg still appears to be within the lumen of the ivc, at a minimum it does not penetrate through the wall of the ivc on the CT. This means this fractured leg still has the potential to migrate, and could result in further complications if not removed, or at least evaluated to see if it is endothelialized into the wall of the ivc. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformance's were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.